Event description:
It was reported the clinician inserted the epidural for a labor & delivery patient. A seasoned nurse removed the catheter and stated despite no resistance was encountered, the epidural catheter broke leaving 10 cm of the catheter inside the patient. The clinician reported, the catheter was in about 2 hours and was removed in the standard fashion, i.e., gentle traction with the patient curled forward.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.